Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized due to a rat bite. During the hospitalization, the customer experienced high blood glucose levels, and was treated with injections. The customer also reported a crack on the insulin pump. Nothing further was reported.